Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the distal end of the shaft is cracked. It was further reported that the proximal end of the handle is cracked.